Manufacturer narrative:
Customer advised that sample could not be ruled out for the unexpected negative reactivity with crrs3 lot r717. Crrs3 is designed to detect igg not igm antibodies.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) (crrs 3) on a galileo echo instrument. The sample contains an anti-le(a).